Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. During the case, the site found that the screw and threading on the universal drill guide (udg) was stripped. The site was able to mount the tracker on the drill guide. The procedure was completed without aborting imaging or navigation. The amount of surgical time extension was not reported. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.